Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose level at the time of admission was not included in the report. Customer's current blood glucose level is 193 mg/dl. Not having enough protein may have been the perceived cause of the customer's low blood glucose according to the customer. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.